Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient was doing well until she was involved in a car accident. The patient¿s pain was not being relieved with stimulation after recovering from the accident. The rep reported that the patient was to be seen in office on (B)(6) 2018. The issue wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received form the manufacturer representative reported that the patient had the system explanted as the stimulation was no longer therapeutic despite reprogramming attempts. An x-ray confirmed there was no lead migration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the pain not being relieved after the car accident was first noticed around (B)(6) according to the patient. The rep reported that the cause of the pain not being relieved was unknown. The rep reported that they saw the patient on (B)(4) 2018 to reprogram. The patient¿s coverage was where she wanted it at that time. The rep reported that the patient had instructions to have an x-ray taken to see if the leads had been migrated. The x-ray had not been done yet. It was unknown if the issue was resolved. No further complications were reported.